Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, e1, h2, h3, h4, h6, and h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the channel tube is broken and not watertight and the scope connector is contaminated by a leak. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damage or deterioration of parts and and electrical problems like as signal loss or open circuit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the flex video scope had an error 315: scope communication. The event occurred during a preparation for use. There were no reports of patient harm.